Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the guidezilla¿ ii pv long guide extension catheter was returned for analysis in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with collar damage (torque damage) and the polytetrafluoroethylene completely pulled out, distal shaft damage (abrasions/zipper-like) for 11 cm starting from the tip of the device, and tip damage (abrasions/tears/misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 13 dec 2017. It was reported that the guidezilla was kinked during the procedure. A guidezilla¿ ii pv long guide extension catheter was selected for a below the knee percutaneous transluminal angioplasty. While manipulating the device during the procedure inside, the device became kinked. Additional information received at a later date stated that detachment of the collar also occurred when the device was within the guide catheter. The device was successfully removed together with the guide catheter. No additional interventions were performed due to this event. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a complete separation at the collar.